Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On saturday, (B)(6) 2021, the patient experienced a hypoglycemic event. The patient was at a car show in the park with friends. He reported sweating and ¿feeling bad¿ but thought it was related to the heat as his cgm displayed 126 mg/dl. A short time later, he became incoherent and lost consciousness. His friends contacted his son, provided sugar and was ¿pouring soda¿ down his throat. His son arrived with his daughter-in-law who is a nurse and thought the patient may have experienced a stroke. A bg was performed which was 40 mg/dl. A second set of cgm/bg values taken sunday (B)(6) 2021 were provided (cgm 89 mg/dl; bg 259 mg/dl). At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.